Event description:
The pt underwent an interventional procedure. The cardiologist attempted arteriotomy closure using a prostar xl 8 fr device. When deploying the device, one of the needles missed the barrel and presented in the subcutaneous tissue. It is unk as to whether or not needle backdown was attempted. The pt had good hemostasis and was taken to surgery for device removal and closure of the arteriotomy. The pt recovered without further incident. He was discharged from the hosp on 09/19/1999.